Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited increased capture threshold, high pacing impedance, and r-wave amplitude variation. The lead will continue to be monitored. There were no patient consequences.

Event description:
New information received notes that the lead was explanted and successfully replaced. The patient was stable and asymptomatic.